Event description:
Customer reported a malfunction on their pump. There was no reported impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump to be sent to the customer, who was advised to use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted. Upon receiving the new pump, the customer acknowledged understanding instructions for installation and returning the faulty pump.